Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient stimulation suddenly shut off when she was driving on (B)(6) 2016. She got her programmer and was able to turn stimulation back on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.